Event description:
On 8/25/82 an ipp device was implanted. In august of 1989 the cylinders were revised. On 7/13/93 the cylinders and reservoir were revised. On 8/13/96 the pump was revised. On 10/29/96 the entire device was removed from the pt and replaced due to fractured tube to pump. Add'l lot/ser no: bz436005.